Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during open heart procedure, patient was receiving medications via pump. Alans pump brain plugged in while in or during case, but battery not charging. No patient harm, but equipment failed." An incomplete date of event of (B)(6) 2020 was provided. Although requested, further information was not provided.

Manufacturer narrative:
The reported issue of ¿alaris pump brain plugged in but battery not charging¿ could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The reported issue of ¿alaris pump brain plugged in but battery not charging¿ could not be confirmed; no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 07/21/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during open heart procedure, patient was receiving medications via pump. Alans pump brain plugged in while in or during case, but battery not charging. No patient harm, but equipment failed." An incomplete date of event of (B)(6) 2020 was provided. Although requested, further information was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿during open heart procedure, patient was receiving medications via pump. Alans pump brain plugged in while in or during case, but battery not charging. No patient harm, but equipment failed." An incomplete date of event of (B)(6) 2020 was provided. Although requested, further information was not provided.